Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and noted that the IV pole was loose. The technician found that the button on the left side was misadjusted. The technician adjusted the IV pole drive and ran functional tests that were successful. Per the tech, the IV pole clamp is installed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and corrected information in e.1 and e.3. Root cause : the root cause of the reported incident was a maladjusted IV pole release button.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Corrected information is provided in d.2. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A folow-up report will be provided.